Manufacturer narrative:
Left hand castor collapsed. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Left hand castor collapsed. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).